Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not connect the patient line tightly to the patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette disconnected from a patient line extension. This occurred during drain six of six of peritoneal dialysis therapy, while the patient was connected. The patient stated that they had not connected the lines tightly. The technical service representative (tsr) assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.